Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4)- supplemental MDR - foreign matter. One sample and four photos were provided to our quality team for investigation. The evaluation revealed a tan-colored particulate approximately 1/4" in length located in the non-fluid path of the syringe. The particulate, visible in all four images from different angles. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter non-fluid path defect is associated with the bulk handling process. Furthermore, a device history record review was completed for provided lot number 4214598. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 3ml ll bns had foreign matter. The following information was provided by the initial reporter translated from french to english: during the processing of the syringe supplied by you in our clean room, a foreign body (wood particles) was discovered in the syringe. Will randomly check the remaining quantity of the lot.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.